Event description:
Report of fluid spray when tubing popped off port of suction container rec'd. During a surgical chest case for empyema, suction was being used to remove the drainage from the area. The suction tip got clogged and when the suction tip was pulled away from the surgical area, the other end of the tubing at the canister popped off, spraying the area beneath the foot of the bed and the nurse from the waist down. No contamination of the sterile field or the pt was reported. The nurse's scrubs were sprayed, but she had no open wounds, and has stated that she experienced no adverse effect related to this incident.